Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 436 mg/dl at the time of incident. Customer experienced nausea because of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer treated high blood glucose with syringe. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Drive support cap was normal. Customer was advised to check multiple large bubbles are present along the tubing length and customer did not found any air bubble. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed delivery accuracy test at 0.08750 inches. No device deficiency anomaly noted during test. B)(4).